Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump was infusing slower than expected. The pump was programmed to infuse over 24 hours, but after 24 hours there was still a lot of volume remaining to be infused. There was no patient harm. The reporter stated this event occurred several times. Although requested, further information was not provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿infusing too slowly¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the large volume pump was infusing slower than expected was not determined because no product or device logs were returned. The reported issue that the large volume pump was infusing slower than expected could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump was infusing slower than expected. The pump was programmed to infuse over 24 hours, but after 24 hours there was still a lot of volume remaining to be infused. There was no patient harm. The reporter stated this event occurred several times. Although requested, further information was not provided.